Manufacturer narrative:
The pump was received with missing segment on the display display due to zebra connector being cracked. The pump was received with minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Event description:
The customer reported via phone call of missing segments and blank screen on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that 1/3 of the screen is missing or it is blank. The customer stated that she cannot see the area where the screen is broken. The customer was advised to revert to a backup plan per health care provider's instructions.